Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
Na.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use of cardiosave intra aortic balloon pump(iabp), flickering at the top of the display. There was no patient harm or injury reported.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected: d9. A getinge field service engineer checked the machine and found that the top of the display is flickering. Replaced upper display.